Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient's mother claimed that patient experienced a "rash like burn" in the shape of the sensor pod adhesive. Patient's mother sought medical intervention on (B)(6) 2014. Patient was prescribed a topical steroid. On (B)(6) 2014, patient's mother removed sensor, as it continued to cause discomfort, and replaced it with a new one. Patient's mother did not report any further injury or medical intervention and patient was in fine condition at time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).